Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure for the insertion tube. Regarding the stickiness, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited a sticky grip, up/down plate, and universal cord. Additionally, part of the insertion tube coating had fallen off. There was no patient involvement.